Event description:
Reporting from organ procurement organization (lifegift) on deceased donor (B)(6): the liver was deemed transplantable in the donor or; it was accepted by transplant center alua and was placed on the transmedics ocs device. The device experienced a failure shortly after arriving to the transplant center which reportedly impacted the pressures and the temperature regulator, causing the liver to become colder than it should have and rendering it nontransplantable. This ultimately resulted in the discard of an otherwise transplantable organ. Transmedics has reportedly sequestered the device and is performing an investigation. This event has also been reported to the optn.